Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a backup battery exchange on (B)(6) 2024. On 06dec2024 the patient had a backup battery fault event. A new primary controller and new backup battery were provided to the patient. The event log file recorded a backup battery fault on 06dec2024 at 09:31:21. The event appeared to have occurred after the controller attempted a load test.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 22 hours (01:01:13 06dec2024 at 01:01:13- 07dec2024 at 11:23:21 per timestamp). Emergency backup battery fault alarms due to the emergency backup battery not passing the load test were active from 06dec2024 at 09:31:21 ¿ 07dec2024 at 11:11:46. Throughout this period the alarm intermittently cleared and reactivated several times. The emergency backup battery did not pass the load test due to the loaded voltage being under the acceptable threshold as compared to the unloaded voltage. The driveline was disconnected on 07dec2024 at 11:23:02 for a system controller exchange. These alarms did not affect pump operation. There were no other notable alarms active in the log file. The emergency backup battery load test was initiated during testing and a fault was not reproduced. The system controller operated a mock loop for an extended period during testing and no issues or alarms became active. Afterward the log file was reviewed and there were no events captured where the load test did not pass. No other emergency backup battery faults were observed. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to address an increase in backup battery fault alarms. The relevant sections of the device history records for the heartmate 3 system controller (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use and the heartmate 3 patient handbook are currently available. Heartmate 3 lvas instructions for use section 2 entitled ¿system operations¿ and heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ addresses the system controller¿s specification, including ¿ but not limited to- system controller self testing and system backup power. Heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.